Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2024 where the surgeon had to drill the bone that grew over the internal fixture in order to unscrew and remove the abutment. The internal fixture remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 11, 2024.

Manufacturer narrative:
Per the clinic, the patient also was placed under general anesthesia for the revision surgery.